Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was oversensing the minute ventilation (mv) signal causing pacing inhibition. As a result, the patient experienced a syncopal episode and was admitted to the hospital. The mv signal was turned off and the pacemaker remains in service. No additional adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.